Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after being shocked inappropriately by her implantable cardioverter defibrillator (ICD). The right ventricular lead was oversensing noise which caused the shock. In addition, the lead had been undersensing on the secure sense channel and the device had been reprogrammed to address it. The patient's ICD was programmed off and the system was replaced by a competitor subcutaneous ICD. The patient was in stable condition throughout.